Event description:
Philips received a complaint by the customer on the v60 indicating that the device was pulled for preventative maintenance (pm) and after observation, that¿s when biomed noticed that the device would intermittently turn on fine and other times the screen goes black, and the device would beep until battery and power cable are unplugged. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse powered on the unit and the device powered up fine. Turned it off and powered it on again, this time the device did not power on correctly. Screen was black and the device kept beeping until both the battery and power cord were pulled out from giving power and after a while the device stopped. Customer was told by philips that an active fco which related to replacing pm pcba board should resolve this issue. The fse replaced the pm pcba and did all the testing on the device. After the fco was completed, the device has been working fine. Drpta was pulled and no error codes were present. The fse advised biomed to do a complete pvt on machine to make sure that it passes all the test before putting it back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.